Manufacturer narrative:
The initial reported event of [infection/erosion] was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Concomitant medical product: w3dr01 ipg implant date: (B)(6) 2019. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was explanted due to infection and replaced. The cause of the infection was septicaemia. The patient received antibiotics and that cultures were taken. No further patient complications have been reported as a result of this event.